Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated an initial axsym core assay s/co result of 2.044 (negative) that was reported from the lab. Approximately two days later, the sample was recentrifuged and retested and generated reactive results of 0.086 and 0.070 s/co. A different sample taken from this same patient was also tested and generated a reactive s/co result of 0.069. Controls have been within specifications. There is no impact to patient management reported.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2010, following a posterior pelvic floor repair procedure (date of procedure unknown) using a pinnacle posterior pfr kit, the patient was "doing fine" initially post-procedure, but then could not defecate, and feces was discovered to be building up in her rectum. The physician discovered that one of the mesh legs punctured and went through her rectum. The physician consulted another surgeon who recommended removing the mesh leg that went through the rectum but did not recommend to remove the entire mesh as it may cause more damage. On the same day, the physician and a general surgeon brought the patient back in, opened her up transvaginally, cut the mesh leg, pulled it out through the rectum, and closed her up. Later that day, the physician and the general surgeon discovered they had inadvertently cut the wrong mesh leg out. They went back into the patient and removed the entire pinnacle posterior mesh assembly. A colostomy bag was inserted into the patient to help divert the feces and will be removed at a later, unknown date. The patient was hospitalized during the week of june 5th (exact dates unknown). The physician is currently observing the patient and will bring the patient back for a follow-up examination. Currently, the physician does not know whether she will attempt to do another posterior repair.

Event description:
The customer states that one patient sample generated an initial axsym core assay s/co result of 2.044 (negative) that was reported from the lab. Approximately two days later, the sample was recentrifuged and retested and generated reactive results of 0.086 and 0.070 s/co. A different sample taken from this same patient was also tested and generated a reactive s/co result of 0.069. Controls have been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
The investigation consisted of testing of a retained sample (reagent kit stored at abbott laboratories) of axsym core reagent, list number 7a41-20, lot number 57387lf00 (which is equivalent to 57387lf01) which met package insert claims; index calibrator, controls and sensitivity values, determined by testing three sensitivity panels, showed results within typical acceptable ranges. A review of the final lot approval and retained sample data showed that the values for negative control, positive control and sensitivity are well comparable. In addition precision was evaluated by reviewing control values obtained during this/another investigation and master lot release testing. The negative control and positive control values were within the package insert specifications, and variation was in the expected range. No precision issue was identified. As part of the investigation a review was performed of the manufacturing records for axsym core reagent, list number 7a41-20, lot number(s) 57387lf00 (and any associated sub lots). This review did not identify any problems relating to the customer's observation. The customer did return one sample for additional testing after the initial investigation had been concluded. Axsym core reagent, list 7a41-20, lot number 57387lf01 was expired when sample was received at the investigational unit; therefore, the investigation was performed with current standard reagents. Testing of axsym core reagent, list number 7a41-20, lot number 59649lf00, obtained reactive results with the returned samples ID #29-08-031-0445a (0.062 s/co). Testing of retained material of axsym core reagent, list number 7a41-20, lot number 59649lf00 met all specifications with internal standard material of nc and pc and showed values within typical range. The reagent kit showed normal performance without false negative results, far away from the specification limit. The customer's potential false negative patient result for the specimen could not be repeated.the customer's issue is addressed in the axsym core reagent (ln 7a41-20) package insert (commodity number 68-4369/r7) and the abbott axsym system operations manual, volume 2, which contain adequate information on the customer's concern. Based on the current investigation, it was determined that the axsym core reagent, list number 7a41-20, lot number(s) 57387lf01, identified in the customer's complaint, is performing acceptably. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
(B)(4). This late MDR is a retrospective filing. This report is being filed on an international product, list 7a41, that has a similar product distributed in the us, list number 8b88. The investigation consisted of testing of a retained sample (reagent kit stored at abbott laboratories) of axsym core reagent, list number 7a41-20, lot number 57387lf00 (which is equivalent to 57387lf01) which met package insert claims; index calibrator, controls and sensitivity values, determined by testing three sensitivity panels, showed results within typical acceptable ranges. A review of the final lot approval and retained sample data showed that the values for negative control, positive control and sensitivity are well comparable. In addition precision was evaluated by reviewing control values obtained during this/another investigation and master lot release testing. The negative control and positive control values were within the package insert specifications and variation was in the expected range. No precision issue was identified. As part of the investigation a review was performed of the manufacturing records for axsym core reagent, list number 7a41-20, lot number(s) 57387lf00 (and any associated sub lots). This review did not identify any problems relating to the customer's observation. The customer did return one sample for additional testing after the initial investigation had been concluded. Axsym core reagent, list 7a41-20, lot number 57387lf01 was expired when sample was received at the investigational unit; therefore, the investigation was performed with current standard reagents. Testing of axsym core reagent, list number 7a41-20, lot number 59649lf00, obtained reactive results with the returned samples ID #(B)(4) (0.062 s/co). Testing of retained material of axsym core reagent, list number 7a41-20, lot number 59649lf00 met all specifications with internal standard material of nc and pc and showed values within typical range. The reagent kit showed normal performance without false negative results, far away from the specification limit. The customer's potential false negative patient result for the specimen could not be repeated. The customer's issue is addressed in the axsym core reagent (ln 7a41-20) package insert (commodity number (B)(4)) and the abbott axsym system operations manual, volume 2, which contain adequate information on the customer's concern. Based on the current investigation, it was determined that the axsym core reagent, list number 7a41-20, lot number(s) 57387lf01, identified in the customer's complaint, is performing acceptably. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
(B)(4). Upon further review of the previous report (internal identifier 060/1-400899390-01) on (B)(6) 2010, it was discovered that section g.4, date received by the manufacturer, was incorrect and should have been (B)(6) 2009.